Manufacturer narrative:
The device was returned for evaluation. Console arrived in danvers and an interior and exterior inspection was performed, all normal/clear. Console was placed on pump simulator for several days, with no reproduction of the events that occurred in the field and led to complaint cause. Console behavior was normal as expected throughout testing. This report is being filed as part of a retrospective review of historical records. Complaint cause is due to erratic loss of communication from the opm. This is a known failure mode as all instances of this failure mode that have occurred have ranged in length of time from 2 mins to 10 mins of communication loss. Communication in most cases is reestablished and in this instance was as well. Evidence of the known failure mode is also clear in the value presented from the raw optical signal value when the signal bottoms out and reads (B)(4), on both instances of the controller error. At this moment in time, it is undetermined what the root cause of this failure mode is. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced battery alarm. The console was replaced to address the issue. No patient harm reported.